Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient described that skin reaction as an itchy, red, rash. Patient treats the affected area with cortisone cream, prescribed by her physician on (B)(6) 2016, for reasons unrelated to dexcom. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).